Event description:
The customer reported that approximately 50 ml of clenz leaked from the lh 500 hematology analyzer. The customer indicated that the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat, and glasses at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered an overflowing vacuum isolator chamber (vic) as a result of the waste chamber not properly draining due to a slow actuator at pinch valve pv40. The fse replaced the actuator at pinch valve pv40 to resolve the leak and verified the repair as per established procedures. Beckman coulter internal identifier for this report is (B)(4).